Manufacturer narrative:
The failure investigation has been completed and the alleged wake button issue was verified. Additionally the alleged touch screen issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button was increasingly unresponsive. Customer confirmed pump display turned on when plugged into a power source. Additionally, the touch screen was delayed in responding to presses. During troubleshooting with tandem technical support, the touch screen was functioning as expected. There was no impact to the customer¿s blood glucose. Reportedly the customer continued to use the pump for insulin therapy.